Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that patient removed their driveline from the system controller, and was confused on changing their power sources. Log files reviewed by the manufacturer's technical services confirmed pump stoppage during this event. After the patient was sent to the emergency room the pump was restarted and patient was confirmed stable. The patient's power and flow have returned to their baseline parameters. There were no other unusual events observed, the device functioned as expected. The patient was asymptomatic.

Manufacturer narrative:
Section b5: additional information. Section d4: the patient was given the wrong the system controller. The heartmate 3 system controller, (B)(4), was given to the patient. Section g3: correction. Section h6: correction.

Event description:
Additional information on (B)(6) 2018: the patient was supposed to change batteries to mpu, but changed the controllers when switching from batteries to mpu. The patient had a proper education in hospital but was confused once alone. Regarding the other problem about the caregiver having a difficulty in properly engaging the backup controller, the patient was given the hm2 controller instead of hm3 controller. The clinician realized that the patient had a hm3 controller when arriving at the ER.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturing evaluation conclusion: the patient remains ongoing on heartmate 3 lvas. Analysis of the submitted log files confirmed two driveline disconnects on (B)(6) 2018, causing the pump to stop. The controller event log file captured the pump operating at a fixed speed of 5500 rpm with motor power, estimated flow, and average pi typically ranging from 1.883-4.43 watts, 2.5-4.7 lpm, and 2.8-4.2, respectively. It was noted that on (B)(6) 2018 the pump¿s fixed speed value was briefly increased from 5400 rpm to 5600 rpm before being set to 5500rpm for the remainder of the file. On (B)(6) 2018, two driveline disconnects were captured. The pump was off for approximately 13 and 53 minutes, respectively, until the driveline was reconnected and the power was ultimately restored. The hm3 lvas IFU explains that if the driveline disconnects from the system controller, the pump stops. This document also provides the actions to take in the event a driveline disconnect alarms occurs. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Weight; corrected data.